Event description:
The device has failed to operate, i.e. No breathing and no monitoring possible. Canbusdiag(8) and (510) acc. To logs. After change of pc1733, 1750, 1675 there was no more failure report in the log when switching on. Though, when connecting gas there was no fresh gas setting, no correct amv and banging noise during pre-use check and when switched on. Change of the gas module removed the trouble with the flow and fresh gas setting as well as the banging noise. Wall pressure shows 1bar when 4bar was present and in the pre-use check failure 9902 was removed by change of the pc1720.